Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of the analysis, a supplemental report will be filed.

Event description:
The complainant reported a patient undergoing high-risk percutaneous coronary intervention (pci) was implanted with an impella cp device for mechanical circulatory support and experienced low pump flow. The impella cp device was placed across the aortic valve and turned on to auto. However, flows would not go above 1.6l/m. The performance level was reduced to p-6 with suction alarms. The performance level was reduced further to p-4 and suction alarms did not resolve. Support level then reduced to p-2 and volume was added; however, suction alarms were still present. Consequently, the physician decided to explant the impella cp device and proceeded with the pci. The report noted there was no harm to the patient as a result of this event.

Manufacturer narrative:
The investigation of low pump flow has been completed. Returned complaint cp pump visually inspected. No biomaterial observed. No cannula kink or broken blade found. Dried dextrose washed for better investigation first with no observation. Impella cp ran in the lab and flow was with specified limit at p-9. No low flow can be reproduced and no other issue observed on returned pump. Data logs reviewed: no motor current (mc) spike observed. Suctions occurred after a few minutes of support as mentioned in the clinical. A quick resolved impella in aorta alarm observed before explant. Clinical states repositioning performed with no issue resolve. Volume given which also did not resolve the issue. Low pump flow: the cause of the low pump flow cannot be determined due to lack of clinical information, issue not reproduced in the lab, and no abnormality found on the returned pump. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-27638 as it is unknown if the initial reporter also sent the report to the food and drug administration.